Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that device was observed with crack/damage to front door latches. This was reported to bd associate during their site visit. According to the hospital's biomed, users would usually tag the device and send to biomed for repair. There was no reported patient event and it was reportedly a generalized feedback to bd associates who were onsite. It was reported that no further information available and no devices available for investigation. Although additional information send product return was requested, customer stated that " the complaints were examples given by staff of errors they have witnessed in the past - no serial numbers and\or further details were given." No additional information was provided to bd and no sample was returned.